Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. [Mw5077196.pdf].

Event description:
Additional information was received on 6/6/18: the procedure being performed was a coronary angiogram using 4fr thru 6fr sheaths. There were not difficulties with arterial access, sheath, guidewire or catheter insertion. There were also no issues with insertion, deployment or withdrawal of the angio-seal device. The patient takes asa (aspirin) 325mg daily. A single stick was used to gain arterial access and the posterior wall of the artery was not punctured. The puncture site was considered a high stick because it was above the inguinal ligament or the inferior epigastric artery. The patient did not have any blood thinning medication during the procedure and there was no testing performed to diagnose the bleeding. No medical or surgical intervention was required and the blood loss was less than 250cc. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
Explanted date: device was not explanted . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after an angiogram was performed an angio-seal device was used for closure. The physician placed the angio-seal at 1433. After bed rest was completed at 1835 a hematoma formed. The patient was stabilized quickly with manual pressure, IV fluids and extended bed rest. No other issues were reported.